Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer stated infusion set changes would be performed or the occlusion alarm would be cleared to resolve the occlusion alarms. There was no known impact to the customer¿s blood glucose level. As the occlusion alarms had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts educated the customer in regards to occlusion alarms.